Event description:
Information received by medtronic indicated that the insulin pump had issue with bolus wizard. The customer stated insulin pump did not make correct calculations based on information entered. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.11j, retainer = clear. Customer returned the pump for alleged bolus wizard does not calculate the right amount and low bg event found on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. Successfully downloaded the trace and history files using thus. The bolus wizard is functioning properly per the bolus wizard test sample. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery compartment, end cap address label faded, cracked retainer, and pillowing keypad overlay. The pump passed all the functional testing. Bolus wizard and low bg anomalies are not confirmed.